Manufacturer narrative:
H4: the lot was manufactured between january 25 and january 29, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The expected therapy time was 23 hours, but the pump still had 10% of its volume remaining in the balloon. The device contained 8g flucloxacillin in 0.9% sodium chloride solution and was connected to the PICC (peripherally inserted central catheter) line to the right arm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.